Manufacturer narrative:
Article citation: heather a. Lillemoe, md1, roberto n. Miranda, md2, loretta j. Nastoupil, md3, mark w. Clemens, md, mba4, and kelly k. Hunt, md1,5, clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines, annals of surgical oncology official journal of the society of surgical oncology, 21may2022; 1-8. Facility name: (B)(6) cancer center, (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and lymphoma-alcl-suspected.

Event description:
Through journal article ""clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", healthcare professional reported "experienced swelling and fluctuance surrounding the right implant", "fluid-filled right breast¿, ¿peri-implant effusion¿, and ¿confirmed bia-alcl.¿ pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device has been explanted. This represents the right side. Treatments: bilateral capsulectomy and right-sided savi-guided lymph node dissection with immediate reconstruction, adjuvant brentuximab vedotin.